Manufacturer narrative:
B3: unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the pump exhibited a primary audible alarm, occurred during infusion and no patient injury was reported.

Manufacturer narrative:
One device was received for evaluation for the complaint that the pump exhibited a primary audible alarm and occurred during infusion. Unable to review alarm history due to boot issues during the review of event log. There was no 12-month service history during the review. The device was sent into the depot repair for analysis of primary audible alarm complaint. When attempting to diagnose the pump, the device does not boot up. In addition, the top and bottom cases have large cracks.